Manufacturer narrative:
The device was not returned for investigation. A log review was performed instead. Log review showed two events within two days, in 2009. Both logged events, where the infusion had resulted in the rate being 400ml/hr, were due to the user entering the dose to be infused on the set up screen as 2grams/hr while having utilized the custom concentration selection and entered the concentrations 2 grams/400ml. During that days, the guardrails message alerted the user of the "below soft limit" programming and the user acknowledged the alerts and proceeded. The user performed additional rate changes that resulted in the system recalculating the infusion rate to 400ml/hr. During the second event, the user stopped the infusion, checked programming several times and selected the concentration as 20 grams/500ml. This concentration allowed the dose to be entered as 2grams/hr and infuse at a rate of 50ml/hr. Although requested, what the actual concentration was for the drug magnesium being infused was not specified by the customer. No malfunction of the device was reported or believed to have occurred. The root cause for the reported incidents of infusion rate discrepancies that resulted in over infusion events was determined to be a programming by the user. The device history record was reviewed at the manufacturing facility for the involved pc unit and pump, and it did not show any manufacturing issues during production build. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the suspect devices. Pharmacist was contacted and evaluation of data set to determine the need for custom concentration was recommended to prevent this type of over infusion recurrences.

Event description:
Customer reported received info that the pc unit was beeping indicating that the infusion was complete. The volume on the magnesium fluids hanging was at 2 grams/hour (50ml/hr). The nurse added another bag and reset the volume to be infused to 100ml and restarted the pump at 2 grams/hr. The primary nurse found the pump at 2 grams/hr = 400ml/hr. The pt received 41ml of the 2 gram bolus. There was no pt harm; however, a magnesium level was drawn on the pt. The lab value result was normal. Additionally, report sent by clinical nurse coordinator, labor and delivery, states this same pc unit had a similar event in 2009. When the primary nurse verified the device, it was running at 2 grams = 400ml/hr. The nurse decreased the rate to 50ml/hr. Biomed tested the device and performed a general preventive maintenance and all were within specifications. No disposable were retained.